Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The lead was explanted and replaced. The patient was stable throughout the procedure.